Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant irritating the nerve root.

Event description:
In (B)(6) 2016, the patient had right side si joint arthrodesis where three implants were placed. The patient complained of sciatic pain following the initial surgery. The surgeon determined that the most caudal implant was too close to the sciatic notch and was irritating the nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the caudal implant and added a new implant in a different position. The patient's pain symptoms resolved following the revision surgery.